Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a posterior cervical spinal fusion at c3-5. It was reported that the surgeon was attempting to implant a head to head medium cross link, when he was inserting a locking screw through the cross link and into the set screw, the set screw sheared off and stuck in the cross link. The set screw could not be removed from the patient. No additional patient complications were reported.